Event description:
It was reported that the physician believed that this implantable cardioverter defibrillator was malfunctioning. He inquired about the rate the device was set to. A technical services consultant discussed but noted that the patient appeared to be in a bigeminal rhythm so the rate was lower than expected. The physician requested a device check. It was unclear if the concern regarding a potential malfunction extended beyond the question of the rate. No adverse patient effects were reported. This device remains in service.